Event description:
Per the surgeon's report, the internal device magnet was dislodged. There were no other reported issues with the implant. Revision surgery to replace the magnet was reportedly scheduled in late june 2007. No further information was made available.

Manufacturer narrative:
This is a final report.